Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed that one of the light guide lenses was not lit up due to damage from the photos sent by olympus repair center. The exact cause of the reported event could not be conclusively determined, because the foreign material was brownish but the components of the foreign material could not be identified. However, based upon the past similar cases, the reported event may have been caused by the following: since precleaning was not performed immediately after the patient procedure, it became difficult to remove the foreign material adhering to the auxiliary water channel during the procedure. During precleaning and manual cleaning, an appropriate amount of water was not supplied, making it difficult to remove foreign material. After the reprocessing, the residual water in the auxiliary water channel was not removed, and the inside of the metal pipe at the distal end was corroded, making it easy for foreign material to adhere. The instruction manual states the reprocessing of all channels and the possibility of infection by insufficient reprocessing. In addition, the instruction manual instructs to perform precleaning at the bedside immediately after each patient procedure and drying external and internal surfaces prior to storage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device and confirmed the following: there was a leakage at the endoscope connector. The light guide lens was damaged and the light guide bundle was on the outside. The adhesive of the bending section rubber was damaged. The connection part of the insertion tube was swollen. The s-cover was damaged. The paint on the nuts of the suction cylinder and the air/water cylinder was peeled off. The suction connector cover and suction connector case were cracked. The scope communication error b30 occurred, but it did not recur after cleaning the electrical contacts on the endoscope connector. Dots were displayed on the endoscopic image due to a pixel defect of the ccd. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in hamburg and found that dirty water droplets dripped from the auxiliary water channel after reprocessing. And it found that the auxiliary water channel was clogged with foreign materials. There was no report of patient injury associated with the event.